Manufacturer narrative:
An exhalation flow sensor was returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and found the hot film rod was broken from its support posts. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was isolated to the damage on the hot film rod; however the origin could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was inoperative. The ventilator was not on a patient at the time of the event. The service engineer replaced the exhalation flow sensor to correct the issue. The unit passed all testing and operates within the manufacturing specifications.